Event description:
It was reported that this right atrial lead was explanted due to experiencing dislodgement and exhibiting undersensing. Another lead was implanted instead. No further adverse patient effects were reported.